Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. The device was returned to the regional repair center. For inspection and the reported failure was not confirmed. However, the following reportable malfunction was identified during the device evaluation: flickering image. Based on the results of the investigation, and since the event was not confirmed, a probable cause of the customer reported malfunction could not be identified. Based on the results of the investigation, it is likely the flickering image was due to damage on the cable unit. However, a definitive root cause could not be established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device did not turn on and had no image. There were no reports of patient involvement.